Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to accurately detect the power source and failure to complete its internal self-test were due to a defective main circuit board (pcb) and pneumatic block. The main pcb and pneumatic block were replaced to address these issues. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was detecting ac power as a dc power source and the device also failed to complete its internal self-test. There was no patient injury reported as a result of this incident.